Manufacturer narrative:
Patient sample is serum that was centrifuged for 15 minutes. Qc was within customer's established ranges prior to and after the erroneous result. Last system check performed on (B)(4) 2011 met specifications. Weekly maintenance would have been due again on (B)(6) 2011. No flags or errors were posted to the event log in association with this event. The customer repeated testing on patients' samples that were analyzed during time frame of event and the low psa result was the only result in question. Bci field service engineer (fse) replaced the aspirate probes and associated tubing along with making necessary adjustments. All verification testing met specifications. A clear root cause could not be determined for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay analyzer generated an erroneously low hyb psa result for one (1) patient. The result was reported out of the lab. Repeat testing on the same instrument generated a result above the normal reference range. Results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.